Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil. During the procedure, a ruby coil met resistance while advancing through another manufacturer's microcatheter. The physician attempted to retract the ruby coil through against resistance and the ruby coil unintentionally detached inside the microcatheter. The microcatheter was removed with the detached ruby coil inside. The catheter was flushed and the procedure continued successfully. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The pet lock was intact on the proximal end of the ruby coil pusher assembly; the ruby coil pusher assembly was fractured approximately 53.0 cm from the proximal end; the coil was detached and not returned for evaluation. The complaint has been evaluated. The compliant indicated that the ruby coil became stuck inside a renegade hi-flow microcatheter (a non-penumbra device) and it could not be advanced or retracted. While attempting to remove the ruby coil from the non-penumbra device the coil broke and unintentionally detached. Evaluation of the returned device revealed a fractured ruby coil pusher assembly. This type of damage typically occurs due to improper handling during use. If the device is manipulated against resistance, it is likely that damage such as this may occur. The non-penumbra device was not returned with the ruby coil pusher assembly for evaluation. Therefore, the cause of this complaint cannot be determined. Further evaluation revealed that the ruby coil was detached from the pusher assembly. This detachment likely occurred from the fractured pusher assembly. The fractured pusher assembly allowed the pull wire to be retracted and the coil to detach. The penumbra devices used in this incident are 100% functionally tested and visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.